Manufacturer narrative:
The mother put the child in the chair and left the child unattended. This chair is not intended to be used without supervision, and there are warnings on the chair and in the product manual. The mother also disregarded the advice of the therapist who recommended that this child use an abduction block to prevent him from slipping in the chair. There was no malfunction of the product and it was found to be within all specifications. In addition, there was a modification made to the chair that could have contributed to the child slipping. It is our conclusion that the child was not secured into the chair correctly.

Event description:
The mother put her son in the chair and left the room. The child slipped down in the chair and was caught by the chest support vest.